Manufacturer narrative:
An event of migration was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported migration could be related to device mis-sizing and/or patient physiology; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown size amplatzer pfo occluder was chosen for a patent foramen ovale (pfo) closure procedure. The whole procedure went well. A simple and common anatomy and there was no ambiguity about the choice of prosthesis. There was no issue at the time of release and post-release on patient's discharge, a migration was observed at the ultrasound control.